Event description:
It was reported that the patient needed assistance using their patient programmer to check their implantable neurostimulator (ins) status. After syncing, the patient saw the icons indicating that the aaa batteries in the programmer needed to be changed. The patient would go out and get some batteries. The next day, it was reported that the patient had other medical conditions such as irritable bowel syndrome (ibs), glucose intolerance, back issues, and back problems. The patient hadn¿t seen their health care provider (hcp) since implant in 2011. The patient typically felt stimulation, but stopped feeling it about 1 to 2 weeks ago. The patient had not experienced a return of symptoms. The patient couldn¿t find the ins and had lots of aches and pains back there that were not from the ins. The patient used the patient programmer to connect and was not able to. The patient would contact their hcp. The patient called back the next day and was able to get communication with the patient programmer. The patient experienced too high stimulation level at 4.1v today and wanted to know how to turn it down. The patient lowered to 3.7v that was comfortable and this resolved the issue. It was further reported that they were stuck on the poor communication screen. They were able to lower amplitude to 3.1v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v717136, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).